Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead connection issue following an implantable pulse generator (ipg) change out. The ipg and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was located in the right ventricle (rv) and exhibited t-wave oversensing (twos) when isometric testing was carried out. A new pacing system was implanted.